Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6), 2009 (patient gender, age, and weight are unknown). According to the complainant, the clip's sheath would not retract enough to allow the clip to deploy. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon investigation it was noticed that the clip assembly was fully deployed and not returned with the device. A kink was in the control wire near the handle. The control wire was separated per design. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6), 2009. According to the complainant, the clip's sheath would not retract enough to allow the clip to deploy. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).